Event description:
It was reported that this right ventricular (RV) lead exhibited a code FC1005, indicating that an open circuit was detected during shock delivery. A lead fracture is suspected and a high out of range shock impedance measurement was recorded. Additionally, this patient received three inappropriate shocks. Technical Services (TS) was consulted and indicated that a lead replacement is recommended to restore efficient treatment if required. Additional information is being requested from the field. No additional adverse patient effects were reported. This RV lead remains in service.

Manufacturer narrative:
Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.